Event description:
It was reported that during the lead implant attempt, the lead demonstrated normal helix deployment; however, when the lead was tested there was noise, high impedance measurements and no capture. The physician attempted to reposition the lead by retracting the helix with the stylet in the lead. The helix would not retract with multiple counter clockwise turns. The lead body was counter rotated to release the helix from the endocardium. It was suspected the helix mechanism broke during deployment. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.